Event description:
Injection of 14ml of dotarem in left upper arm, lot number p259a (20ml bottle) did not show up on images. It did not seem like the arm was infiltrated. No pain of discomfort to patient. Health care provider felt the arm soft and normal.